Event description:
It was reported that the pt was revised due to tibial loosening. Upon removal there was no cement present on the device.

Manufacturer narrative:
This report will be amended when our investigation is complete.